Event description:
A review of a literature article titled, "robotic-assisted surgery for locally advanced rectal cancer beyond total mesorectal excision planes: the mayo clinic experience," was performed. The goal of the study was to evaluate the surgical and oncological outcomes of robotic-assisted beyond tme (total mesorectal excision) surgery for locally advanced rectal cancer during the time period of 2017-2023. There were 72 patients in the final cohort. Conversion to open surgery was needed in two cases. The article noted that during these da vinci-assisted surgeries, one intraoperative complication (ureter injury) and two conversions to open surgery were reported. Postoperatively, 48.6% of patients experienced complications, most commonly ileus and surgical site infections. Anastomotic leak was observed in 4 out of 33 restorative procedures. Treatment of these anastomotic leaks included one reoperation for washout and anastomotic repair, one transanal endo-sponge, and 12 patients were re-admitted to a hospital within 30 days of surgery. Per the author, there were no da vinci device malfunctions and the da vinci system did not cause or contribute to the reported adverse events.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. A system log review was not performed since there is insufficient or unconfirmed event information. Citation: garfinkle, r., kyriakopoulos, g., murphy, b.c. Et al. Robotic-assisted surgery for locally advanced rectal cancer beyond total mesorectal excision planes: the mayo clinic experience. Surg endosc 39, 2498-2505 (2025). Https://doi.org/10.1007/s00464-025-11634-3.